Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer requested technical support because the speaker had a malfunction (no sound at all was coming from the speaker). Customer received a speaker malfunction inop. Unknown if the device was in clinical use at the time the issue was discovered. There was no indication of any health impact to a patient at any time. No patient harm reported.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.